Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer also reported that they experienced high blood glucose. The customer's blood glucose was 53 mg/dl at the time of hospitalization. The customer stated that the blood glucose reached 400 mg/dl. The customer stated that they were given soda, food and glucose gel to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer performed troubleshooting and did not find air bubbles and leaks. The insulin pump will not be returned for analysis.